Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A visual inspection was performed on the device and a crack was found on the side of the cassette. Pressure tests were performed and a leak was found at the crack location on the side of the cassette. The sample evaluation verified the reported problem of leak. The leak was determined to be caused by the cracked cassette; the cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed originating from the patient's cassette during the priming phase of peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.